Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was 210 mg/dl. The device failed the audio test during the call. The device will be returned for analysis.

Manufacturer narrative:
Device was programmed with contour next test glucose meter. Device communicated properly, recorded the 113 mg/dl test value properly from glucose meter. Device sensor feature is working properly. No unexpected blood glucose meter communication errors or anomalies were noted during testing.